Event description:
It was reported that a patient presented with dislodgement noted on the right ventricular and right atrial leads due to twiddlers syndrome. This was noted via imaging. This resulted in high impedance, signal artifact, loss of capture, and twisted lead insulation twisting noted on both leads. Both leads were explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported and the patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement due to twiddler syndrome, failure to capture, high pacing impedance, noise and insulation twisted. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The full helix extension length was measured to be within specification. The reported events of failure to capture, high pacing impedance, noise were not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths consistent with procedural damage. The reported event of insulation twisted was confirmed. Visual examination of the lead found the outer insulation was twisted at the proximal region consistent with procedural damage. The cause of the reported event of insulation twisted is consistent with procedural damage.